Event description:
It was reported that allegedly the pt presented to the emergency room with right upper quadrant abdominal pain. Allegedly, a computed tomography scan demonstrated that one of the limbs of a vena cava filter was penetrating the duodenum. The filter was removed successfully. Two weeks post filter removal, the pt was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device was not available for eval. The event investigation is currently underway.